Event description:
It was reported that during an un-specified procedure, the 2.5 x 12 mm mini vision stent delivery system (sds) was advanced. At an unknown point during the procedure, the stent dislodged in the anatomy. The stent was retrieved, but is unknown how the stent was retrieved, but possibly with a snare. It is unknown how the lesion was treated; however, the patient had a good outcome with no adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.